Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil disengaged after firing. The staple lines did not form properly and complete anastomosis ws not achieved. The surgeon applied another device to resect the incomplete the staple lines and manually sutured to complete the procedure. The pt's current status is satisfactory.